Event description:
During the last planned follow-up on (B)(6), 2010, the safer pacing mode was not listed in the available programmable modes with the programmer when the ICD involved in this MDR report was interrogated; in addition, the physician requested explanations about unexpected markers visible in stored episode (such as biv markers, intended for crt device, while the ovatio involved in this report was a dr model).

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.